Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device was vibrating and the laser etching was hard to read. The vibration was found to be due to worn bearings from normal wear. Therefore, the reported condition was confirmed. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device laser etching was hard to read. During in-house engineering evaluation, it was determined that the device vibrated and the laser etching was hard to read. This event did not occur during surgery. There were no delays to a surgical procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.